Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were not detected on the bus. A field service engineer found that the cubies in half-height drawers 2.1 and 2.2 had failed. The fse powered off the system and reseated the row board connectors for drawers. The hardware test application test passed. The pharmacy technician completed the inventory of medication in the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the device was not detected on the bus. The customer stated that malfunction caused delay when user was trying to issue medication to the patient and user managed to get medications from pharmacy. There were no adverse events or injuries reported based on this event.